Manufacturer narrative:
The pump passed the selftest and displacement test. The pump was received with the audio alert functioning properly. No audio alert anomaly was noted. No pump error 63 alarm was noted during testing or listed in the pump history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer beeping during priming. The customer¿s blood glucose during the incident was 101 mg/dl. The device did not pass troubleshooting. The device will be returned for analysis.